Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead and right atrial (ra) lead physician noted difficulty to cannulate the leads due to patient anatomy. Following implant the rv and ra lead pulled back and dislodged. The ra lead was re-positioned and remains in use. During revision, due to patient anatomy of tightness of at point of entry sub clavian vein the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.